Manufacturer narrative:
The lens was returned adhered to the adhesive side of a small white sticker that was placed inside a small, self-sealed pouch. The pouch was opened and the lens was removed to evaluate. Solution was observed on the lens. The optic was cut into two portions. One haptic was broken in the haptic/optic junction. The broken haptic was returned placed atop the halves of the optic. The power (spherical and cylinder) and resolution of the returned lens could not be re-evaluated due to the optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause cannot be determined for the reported complaint. The complaint was reported as "patient does not like the multifocal lens". The lens was returned cut into pieces, typical of an insertion and removal. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power (spherical and cylinder) and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company toric lens (1.50 cyl.) 17.5 diopter (add power +2.2/+3.2 diopter) was removed and replaced with a company monofocal 17.5 diopter lens. The information that a toric multifocal was replaced with a non-toric monofocal lens of the same diopter would suggest that the replacement lens was an improved selection for this patient's vision needs or preferences. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient does not like the multifocal lens. Hence the lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for explant was patient unhappy with the multifocal lens.